Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working, it was reported a fluid loss in the device. The ipp was explanted. There were no patient complications reported.